Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The affected r3 xlpe acetabular liner and oxinium femoral head were not returned for evaluation. Our investigation included a review of complaint history on the listed parts which revealed no additional complaints for this failure mode for the same batch number. Products were sterilized according to sterilization release documentation from quality control. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation indicated that no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.